Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the keypad cover was peeling off from the base from contrast to ok buttons. All keypad buttons are responsive. Removed keypad cover to check the condition of all key contacts, evidence of contamination was found under all key contacts. Dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. There was a crack from the top of battery compartment to the pump case seal. The keypad flex is also peeling off from base. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and pink and there was contamination under the buttons. This report is made based on results of investigation completed on 09/20/2013.